Manufacturer narrative:
The internal identifier for this report is (B)(4). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse cleaned replaced tubing for both cells, calibrated the instrument, but both cells failed. The reference electrode was replaced, but the issue was not resolved. The fse ordered buffer valves replacements to be installed the next day. No follow-up was completed. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. The investigation was not able to confirm a device issue that could be associated with the reported event.

Event description:
The following event was reported: erroneous results regarding the ion-selective electrode (ise). Customer reported that they have changed parts, but the issue was not resolved. There was no report of death or serious injury.

Manufacturer narrative:
Manufacturing investigation: beckman coulter field service engineer (fse) evaluated the instrument. The event was caused by a hardware malfunction. Hardware components were replaced which resolved the issue.

Event description:
The following results were reported: sodium, potassium, glucose and chlorine.